Manufacturer narrative:
Additional information: b5, h2, h6, h7, h9.

Event description:
New information noted that the right ventricular lead exhibited externalized conductors.

Manufacturer narrative:
The reported event of low high voltage lead impedance could not be confirmed while the reported event of insulation abrasion was confirmed. Only a connector portion of the lead was returned in one piece measuring 19.6cm. Visual inspection of the lead found multiple insulation abrasions. Three internal insulation abrasions located in the region between the trifurcation boot and the cut end of the lead breaching the ring electrode, right ventricular and super vena cava cable lumens with no damage noted to the etfe cable coating. An external insulation abrasion consistent with friction to the device can located distal to the is-1 connector pin exposing the right ventricular coil.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right ventricular lead exhibited low high voltage lead impedance. The lead was capped and replaced on (B)(6) 2020. The patient was in stable condition.